Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Damage consistent with the device being dropped was observed. The device failed steps during testing. The device was recalibrated to address the issues.